Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: unresponsive keypad buttons, contamination of the button contacts. Dim, faded, discolored display screen. Cracked battery compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was noted to be torn off below the ok button with the ok button contact exposed. On testing, all the keypad buttons demonstrated intermittent unresponsiveness and required multiple presses to evoke response. The contrast button required increased force to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the original complaint, the display screen was noted to be dim, faded and discolored. Adjustment of the contrast setting did not resolve the display issue. Also unrelated to the original complaint, the battery compartment was noted to be cracked from the finger pad to the primary seal. There was no associated loss of power on testing or evidence of moisture ingress into the battery compartment.